Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the eea stapler was fired without issue. After firing, there appeared to be a malformed staple or a bunch of tissue that prevented adequate hemostasis in one specific area. The surgeon sutured the area closed to correct the issue. No reinforcement material was used.